Event description:
Terumo medical corporation received the following information: it was reported that the tr band was applied. It was noticed after balloon inflation that the balloons deflated immediately after removing the syringe and bleeding was noticed. Multiple attempts to inflate the tr band did not work. The tr band was replaced with new tr band and recovery proceeded without issue. There was no noticeable damage. The patient remained in stable condition, with minimal bleeding and no hematoma. The location of the leak and amount of air that was initially applied are both unknown. The procedure performed prior to the use of the tr band was cardiac catheterization and percutaneous coronary intervention (pci).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: advanced practice nurse. One tr band, inflator, and packaging label were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging label were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).